Event description:
Patient reported right side "implant exchange due to the patient's concern with the product and pain." Healthcare professional later reported "textured, intact, and painful capsular contracture baker grade unknown with calcification." Patient undergone open capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Calcification: observed, white particles calcification-like on the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, calcification.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product and pain." Healthcare professional later reported "textured, intact, and painful capsular contracture baker grade unknown with calcification." Patient undergone open capsulectomy. Device has been explanted and replaced.